Event description:
It was reported that during a biliary stenting treatment procedure the stent dislodge inside the patient. The target lesion was in an unspecified biliary location. A biliary stent 8.5fr/7cm was selected, flushed with contrast and proximally locked. The device was advanced to the target lesion. While attempting to deploy the stent, the stent detached from the push catheter and dislodged into the duodenum. The stent was able to be retrieved by using an unspecified snare or forceps. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "good".